Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower glucose sensor scan result of 53 mg/dl compared to a glucose reading of 376 mg/dl obtained on a competitor brand device and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 13 days. The customer did not experience any symptoms and was able to self-treat by drinking coke two times and then took 6 units of insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.